Event description:
Patient reported right side "health concerns" "by the way it look" and inquired if there was a "recall" on their implants. Patient reported " hair is falling out, experiencing brain fog "way bad", and "deflated." The event of " hair is falling out, experiencing brain fog are not device related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "deflated".

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Patient reported right side "health concerns", "inquired if there was a recall", "hair is falling out", "experiencing brain fog", "way bad", and "by the way they look, almost sure deflated". The events of "hair is falling out" and "experiencing brain fog are not device related". Healthcare later reported "size exchange". Device was explanted. Device was discarded.